Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing the infusion set. Customer's blood glucose was 129 mg/dl. The customer stated insulin was squirting out during a manual prime. Customer also stated insulin continued to drop after the motor stops during the manual prime process. It was also found the customer was unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. It alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.